Event description:
The accounts maintenance stated when he engaged the brake/steer pedal into brake, the casters did not hold.

Manufacturer narrative:
The account's maintenance found the brake detent was broken. He replaced the brake detent to repair the bed.